Event description:
It was reported that during a hemorrhoid procedure, there were difficulties closing the device. During the surgery, the surgeon was unable to close the stapler on the tissue. There was no stapling and no section. The surgeon used a new stapler to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Received the following response: the customer reported that "there was difficult to tighten the device on the tissues" and the surgeon did not hear the "crack" which informs him that the firing is ok. Then the device was fired but there occurred no cut and stapling.